Event description:
It was reported that the pump was sent to norway. Customer had not heard anything on the order nor have they received the pump. A pump will be shipped to the customer's home. No additional information provided.

Manufacturer narrative:
Findings: no button error alarm noted. Esc button did not respond due to corroded keypad trace. Unable to verify failed battery test alarm due to no button response. Pump received with minor scratched display window, cracked display window corners.